Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10-medical product, unknown persona femoral, unknown persona tibial tray. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to an unknown reason. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. If this event is determined to be reportable upon reassessment, a new report will be submitted under MFR (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. If this event is determined to be reportable upon reassessment, a new report will be submitted under MFR (B)(4).